Event description:
Manufacturer received explanted infusion system from a funeral home with no information regarding pt's death. The explanted infusion system was programmed to deliver dilaudid 10mg/ml at 2mg/day, baclofen 380mcg/ml at 76mcg/day, and bupivicaine 37.5mg/ml at 7.5mg/day. Additional info has been requested from the pt's hcp regarding the circumstances surrounding the pt's death, and a follow up report will be sent when new info is rec'd.

Manufacturer narrative:
The device has been returned to the MFR for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.